Manufacturer narrative:
Additional information: results codes: an additional results code of was used to capture the electrical problem. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: this information was requested but has not yet been received. The field service specialist (fss) visited customer site, inspected the unit and verified the reported error in the error log. Fss replaced instrument manager printed circuit board (pcb) and network adaptor pcb. Fss reloaded software and verified unit powers up without any errors. Fss also checked hard drive for errors and found none. Fss completed system checkout, verified all modes of operation and all calibrations. The unit was found to comply with all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. It was reported that the account took the unit out of service. There was no patient involvement reported and no patient treatments delayed or cancelled.